Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient fell out of bed, hit and damaged her stimulator. Patient was not sure it she hit the stimulator itself or the lead wires. Patient stated the stimulator did not work even if it was 100% charged up. Patient reported she could hardly walk right now because she was in the worst pain right now without her stimulator and the only thing that she had to take was acetaminophen and a tube of lidocaine. Patient stated that pain was at a 10 in lumbar spine, 8 in thoracic spine and 5-6 in cervical spine. Patient stated she had already had 6 x-rays of the thoracic and lumbar back and was not told anything she didn't already know. Patient stated she already knew she had severe scoliosis and joint problems. Patient redirected to hcp to get another x-ray to look at device components. No further complications were reported/anticipated.